Manufacturer narrative:
Device is not available for evaluation. Add'l info has been requested from the user facilities but has been deemed proprietary.

Event description:
It was reported, during procedure for hip replacement, tip of drill bit broke off while putting in a screw. Screws and acetabular component were removed to search for drill bit tip, but we were unable to identify it. Conclusion is that it is embedded in cancellous bone in the posterior column. Procedure was again continued to completion. U/f ref: (B)(4).